Event description:
A patient reported blood glucose results of "302 mg/dl" with a lifescan meter and "200 mg/dl" on a laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy, greater than 1 mg/dl (0.056 mmol/l) per minute and greater than 20 mg/dl (1.11 mmol/l) or 20%. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
(B)(4). A batch review has been performed. All release criteria were met for the production of this lot. The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation idc-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). The device is not available to baxter for evaluation. A follow-up report will be submitted if additional information becomes available.

Event description:
The facility representative contacted baxter to report an infusor that had a ruptured bladder. There was no adverse event, patient injury or medical intervention associated with this report. The product contained 9920 miligrams of timentin in 200 mililiters of normal saline. The event occurred after fill (during refrigerated storage after 3 days). There was no adverse event, patient injury or medical intervention associated with this report.